Manufacturer narrative:
Continuation of medical devices: product ID 8781 lot# 0213238511, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 04-apr-2019, UDI#: (B)(4). It was reported the pump was implanted in 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving compounded baclofen (2000 mcg/ml at 427.3 mcg/day) via an implantable pump for an unknown indication for use. It was reported there was a damaged ascenda pump segment. It was stated the event date was (B)(6) 2018 and occurred during procedure. It was reported the patient experienced "withdrawal symptoms at the moment the catheter cracks." When prompted for contributing factors to the event, the response was "no specialties from the replacement till now, the patient is obese and the transfers are difficult. Before the replacement of the pump the pocket was placed in the lower abdomen and a bit overturned." It was reported there was replacement of the damaged part during pump replacement procedure. The catheter was partially explanted on (B)(6) 2018; a revision with a new 8784 pump segment occurred. The issue was resolved. The patient status was alive - no injury. The product would be returned. No further complications were reported or anticipated. The patient's medical history included spinal cord injury (sci) after trauma. Additional information was received. The representative stated there were no withdrawal symptoms, and the defect was discovered while replacing the pump. It was clarified that the catheter damage did not occur during a procedure, but was discovered. The pump was replaced due to end of battery life, or elective replacement indicator (eri). This occurred on (B)(6) 2018. It was reported the patient was obese, and the issue may have occurred due to friction/traction. The representative stated there was no problem with the pump, and the filling of the pump took place in bed. The representative then stated the pump replacement occurred due to eri, plus the pump being a bit overturned. The representative stated the catheter was already sent for return.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter identified damage to the transition tube. (B)(4). If information is provided in the future, a supplemental report will be issued.